Manufacturer narrative:
Terumo did not receive the actual suspect device nor had any existing inventory in stock to evaluate. Terumo is aware that the disconnection occurred at a customer connection and that no tie band was utilized after the connection was made. Terumo is aware that the pt lost 1 liter of blood, and later expired due to an unmanageable coagulopathy and massive continued bleeding. Terumo is aware of the severe risk associated with having an arterial line separate and that it could be life threatening; however, in this event, the failure did not lead to the pt's poor outcome. (B) (4)

Event description:
On (B) (6) 2010, terumo cardiovascular was informed that during cardiopulmonary bypass surgery, there was a line disconnection in the arterial line located at the customer made tubing connection. It was reported by the user facility that there was approx 1 liter of blood loss and a 2 1/2 minute delay in reconnecting the device. The surgery was finished and the pt was weaned from bypass with difficulty. The pt later expired due to an unmanageable coagulopathy and massive continued bleeding.